Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the reported vent inop in the diagnostic log. The service tech tested the device and it failed est several times. During the service tech evaluation, he observed a slightly kinked tube from the exhalation pressure transducer. The service tech re-routed the tube and the ventilator operated to specifications.